Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2019 and the barbed suture was used. It was reported that the suture was broken during use on the joint capsule when the surgeon pulled the suture. It was also reported that the pulling force was as usual, and the surgeon had never experienced suture breakage with the same force until this case. There were no adverse patient consequences reported.